Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had recently eaten a meal and intended to change the cartridge prior to delivering a bolus to compensate for the meal. However, during the load sequence, the customer inadvertently proceeded through the cartridge change without physically installing the new, filled cartridge onto the pump (old cartridge was left on the pump). Tandem technical support assisted the customer with completing the cartridge change sequence and insulin was resumed successfully. Customer's blood glucose was 267 mg/dl which was addressed by delivering a correction bolus via the pump.